Manufacturer narrative:
(B)(4). The customer reported a power supply issue where the ac power led was not lit. A philips field svc engineer went to the customer site and verified the failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a power supply issue where the ac power led was not lit.